Manufacturer narrative:
Product event summary: it was reported critical battery alarms on all batteries. The controller and six batteries were returned for evaluation. A retrospective remediation, documented under (B)(4), was initiated to ensure that all in-scope events are appropriately reassessed and retrospectively MDR reported. The shelf life requirement, for the ventricular assist device (vad) battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the batteries related to this complaint have been in storage for longer than one (1) year from the last time of use and are not suitable for testing. An extended storage period greater than one (1) year can cause the batteries to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information. A review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection; the serial port data cap was missing. This is an additional observation not related to the reported event and likely due to the handling of the device. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving (B)(4). Additionally, multiple power disconnect alarms were recorded involving (B)(4). These observations are indicatives of communication errors between the controller and batteries. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. Communication errors were internally investigated. Of note, the controller, (B)(4), in use during the event did not have the software master record (smr) upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2015-08-31, return date: (B)(6) 2015: mfg date: 2014-08-31. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2015-04-30, return date: (B)(6) 2015, mfg date: 2014-04-30. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2015-04-30, return date: (B)(6) 2015: mfg date: 2014-04-30. (B)(4). Heartware ventricular assist system ¿ battery : battery / (B)(4)/ model #: 1650de / expiration date: 2015-04-30, return date: (B)(6) 2015: mfg date: 2014-04-30. (B)(4). Heartware ventricular assist system ¿ battery : battery / (B)(4)/ model #: 1650de / expiration date: 2015-05-31, return date: (B)(6) 2015: mfg date: 2014-05-31. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4)/ model #: 1650de / expiration date: 2015-05-31, return date: (B)(6) 2015: mfg date: 2014-05-31. (B)(4).

Event description:
It was reported that the controller displayed critical battery alarms for all batteries. The controller and six batteries were replaced. No patient complications have been reported as a result of this event.